Event description:
It was initially reported that the patient's pump and catheter were explanted due to an infection. Additional information received later indicated that lioresal was the drug being delivered via the pump (unknown dose and concentration). The date of onset/diagnosis of the infection was unclear; however, the diagnosis was that of a "spinal hardware infection and a probable pump contamination". There was no meningitis. The date of last refill was (B)(6) 2012. Signs and symptoms of infection were: spine fusion wound, incisional wound opening and seroma changes. A culture of the device pocket, lumbar region, cerebral spinal fluid and blood was preformed: results were negative (no organism cultured). The patient was treated with both IV and oral antibiotics as well as a total device system explant. The patient experienced drug withdrawal symptoms including increased spasms, clonus, tone and pruritus. The health care provider indicated that a possible risk factor prior to implantation was a post-op wound or skin contamination. It was also noted that perioperative antibiotics were administered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model/serial #: unk, implanted/ explanted: unk; catheter model: 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. (B)(4). Pump and partial catheter (8596sc) were returned; analysis of the same revealed no anomaly, normal device function and acceptable catheter testing.